Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-14642; 2017865-2021-14643. It was reported that patient presented to an in-clinic follow-up with redness and soreness at the incision site. Doctor believed patient was exhibiting an infection. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.